Manufacturer narrative:
H3: product analysis as found condition: the axium prime device was returned for analysis within a shipping box, within a sealed plastic biohazard pouch, within an opened axium inner pouch and within an introducer sheath. The unknown echelon -10 micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the introducer sheath. The axium prime pusher was found kinked at ~5.2cm from the proximal end. The pusher was found broken at the break indicator with the release wire retracted and broken at the same location. The coin was found retracted out of the lumen stop. The axium prime implant coil was already detached and found within the introducer sheath. The implant coil was found slightly damaged. Testing/analysis: the axium prime implant coil could not be used for resistance testing with an in-house micro catheter due to the damaged condition. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck at cath. Hub¿ was confirmed as the damages found is consistent with resistance. Possible causes for coil resistance at catheter hub are, but not limited to, failure to hydrate the coil prior to use, failure to utilize continuous flush, micro catheter damage, or use of an improper hubbing technique (over tightening of the rhv/sheath not firmly seated into hub). The returned axium prime coil was found damaged, and the pusher was found kinked. It is possible the damages occurred during the attempt to push the coil into the micro catheter hub against the reported resistance. As the echelon-10 micro catheter used in the event was not returned for analysis, any contribution of the echelon-10 micro catheter towards the resistance could not be assessed. The implant was found detached. As the implant was found within the introducer sheath, it is likely the pusher break and implant detachment occurred after the event, when the device was retracted back within the introducer sheath. The axium prime coil is compatible for use with the echelon-10 micro catheter as the echelon-10 micro catheter has an inner diameter of 0.0165¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during the delivery of the axium prime bare 3d coil for the final closing loop, the coil could not be advanced into the microcatheter. The coil was replaced with a new coil of the same model to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of an unruptured, saccular, ophthalmic artery segment aneurysm with a max diameter of 6 mm and a 5 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). Additional information was received. The cause of the resistance was not determined. Resistance was encountered at the hub of the echelon catheter. The coil came out of the introducer sheath smoothly, and a continuous saline flush was administered and maintained as indicated in the IFU. No kink or damage was observed to either the coil or the catheter after removal.